Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? Piece of glass was taken out with tweezers was medical or surgical intervention required? No. Was there any special diagnostic test performed? No. What is the status of the surgeon injury today? They are doing fine. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No, I was told that they broke it the same as they have every time. No extra force was needed. Was the ampoule crushed repeatedly? No, the ampoule was crushed once and the hard of glass broke off and penetrated the user¿s finger. Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? Yes, the broken device and the rest of the box from that lot # are all going to be shipped back. Device return status. Account is waiting for return shipper to be sent to them, once they receive it they will put the broken device as well as the rest of the products from that lot # in the return shipper to be sent back. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and topical skin adhesive was used. A glass component broke, and a fragment penetrated the user¿s finger, requiring removal. No patient consequences were reported. The device is being returned. Piece of glass was taken out with tweezers. There were no interventions or diagnostic tests performed. Additional information has been requested.